Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
As initially reported to customer relations via phone conversation with the district manager: the physician was removing a kidney for reasons unrelated to the resonance stent when he discovered a resonance stent in the retroperitoneum. It is unknown when, why, at what facility, or whom placed the stent. Per the physician the patient was not in any harm due to the stent and had no issues due to the stent. The removal of the kidney was unrelated to the resonance stent. Did any unintended section of the device remain inside the patient¿s body? No if yes, please describe. Was the patient hospitalized or was there prolonged hospitalization? No. Did the patient require any additional procedures due to this occurrence? No if yes, please describe. Did the product cause or contribute to the need for additional procedures? No if yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details.

Manufacturer narrative:
Device evaluation: the resonance stent set device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all resonance stent set devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu0020) states the following: ¿potential adverse effect associated with indwelling ureteral stents include stent dislodgement/migration. Warnings: the stent must not remain indwelling more than twelve (12) months. If the patient¿s status permits, the stent may be replaced with a new stent. Patients should be checked at regular intervals utilizing techniques such as abdominal x-ray (kub film). Patients using calcium supplements must be more closely monitored for possible stent encrustation. The stent must be removed if encrustation hampers drainage¿. Root cause review: a definitive root cause could be attributed to the patient was not monitored in regular intervals which would be considered user error or possibly attributed to the patients pre-existing conditions. Per IFU attached to the product "patients should be checked at regular intervals utilizing techniques such as abdominal x-ray (kub film)". There is limiting information made available from the customer but it was reported the patients required kidney removal although it was unrelated to the rms device, the stent migration may be contributed to the patient condition. As per medical advisor input ¿it may have been placed percutaneously and migrated from there. This may be in line with the obvious severe disease of the patient requiring removal of the kidney.¿ summary: the complaint is confirmed based on customer testimony. According to the initial reporter, patient was not in any harm due to the stent and had no issues due to the stent. The removal of the kidney was unrelated to the resonance stent. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.